Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during dwell three of four of peritoneal dialysis therapy. The patient woke up with the alarm going off and the renal therapy services (rts) agent had the patient look for air and leaks. During the troubleshooting, it was determined that there was a loose connection between the supply bag and the line of the homechoice cassette. The empty supply bag had bubbles in it. Rts assisted the patient in ending the therapy and the patient was going to drain manually. There was no patient injury or medical intervention associated with this event. No additional information is available.